Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a colectomy surgery as the surgeon intended to do anastomosis, he unpacked one circular stapler to do so. After attaching anvil, and after waiting for 15 seconds he fired but the stapler just cut the tissue and the staples didn't form well and they had malformed. Therefore, the surgeon had to open a new device. There was a 40 minute delay. There were no patient consequences or changes to the post-operative care of the patient reported.